Event description:
Device quits working completely, spontaneously. Came on sometime later with alarm silenced (as is normal when it is first turned on). This happened at same time pt had respiratory emergency. Machine did not alarm to alert caregivers, so they were unable to respond as quickly as they could have. Pt turned very blue with increase hr and bp. This shutting off and coming back on happened 2-3 times over the next 1-2 hours.